Event description:
A caller reported receiving a minimum fill notification from their pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Initial attempts to resolve the problem by reloading the same cartridge were unsuccessful. However, technical support instructed the caller to load a new cartridge following proper procedures, which effectively resolved the issue, allowing the caller to resume insulin delivery.